Event description:
It was reported the patient was successfully placed on the catheter on (B)(6) and the catheter was maintained every week. During the maintenance, (B)(6), there was leakage of fluid under the applciator. After inspection, it was found that the end of the catheter and the end of the decompression sleeve were ruptured. This caused difficulty and inconvenience to the patient and healthcare givers in catheter maintenance.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of (B)(4) showed two other similar product complaint(s) from this lot number. Device not returned for evaluation.